Event description:
A 2.0mm diameter x 10mm length sprinter legend rx balloon dilatation catheter was inserted in a pt; however, it was reported that when pressure was provided, although reported that the balloon could partially be inflated, a leak was detected on first inflation. Prior to this, one other sprinter legend rx (smaller size) was inserted in the pt and successfully inflated; then one other sprinter legend rx was inserted, but failed to be inflated in the same manner (MFR report# 2953200-2009-01439). The target lesion, located in the lad#6-7 was described as a cto moderately tortuous with severe calcification. The physician assumed that the balloon had been ruptured (before inflated) due to the severe calcification. No abnormalities were noted during the preparation and inspection prior to use. The pt is reported to be fine and no other sequelae were reported. Medtronic has rec'd the device and its analysis has been completed. There was no damage noted to the catheter shaft or transition tubing. The balloon folds were evident. The catheter tip was severely damaged indicating that resistance was encountered advancing the device. There was crystallized residue and blood present in the balloon and the inflation lumen, indicating the presence of a leak. Negative purge confirmed the presence of a leak. A short radial tear was located immediately distal to the distal side of the marker band. There were no abnormalities or lifting noted on the distal side of the marker band. The target lesion in the lad #6-7 is reported to have been in a moderately tortuous vessel with 100% stenosis and severe calcification. Info rec'd from the account confirmed that the physician encountered a resistance and applied force to advance the relevant device across the target lesion. Although reported that the relevant balloon was able to be partially inflated, a leak was detected during the first inflation of the balloon. Prior the delivery of the relevant device, the physician had successfully inflated a 1.25x10mm sprinter legend rx balloon at the lesion site. Then resistance was encountered when attempting to deliver 1.5x10mm sprinter legend rx balloon across the lesion and a leak was detected on the first inflation. Info rec'd from the account confirmed that one balloon info from another MFR was used to successfully treat the lesion. The possibility exists that the delivery of the sprinter legend rx balloons across the lesion may have resulted in cracking of calcified plaque and partially opening of the stenotic lesion, thus making easy to deliver and inflate the other balloon at the lesion site. It was reported that no abnormalities were noted during inspection and preparation of the relevant device prior to use. The damage noted to the balloon is consistent with the balloon material being pressed against stenosis or calcium as the balloon is advanced and/or inflated. Based on the info available, the device has not been identified to be the root cause of the event. The root cause of the event was most likely due to pt lesion morphology coupled with force applied advancing the balloon across the lesion.

Manufacturer narrative:
(B)(4): eval results: severe calcification, 100% stenosis. Force applied during advancement of relevant device. Conclusion: severe calcification, 100% stenosis. Force applied during advancement of relevant device.